Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the e-luminexx vascular stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned and photos were not available for evaluation which leads to inconclusive results for material deformation and failure to advance. It was reported that a 6fr introducer was used with a 0.035 guidewire for access, the vessel was calcified, the lesion was pre dilated and the device was flushed before use. Based on the information available and as the sample was not provided for evaluation, the investigation is closed with inconclusive result for material deformation and failure to advance. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risks. With regards to general warnings, the instructions for use states that should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit. Regarding precautions, the instructions for use states take care to avoid unnecessary handling, which may kink or damage the delivery system. Do not use if device is kinked. The instructions for use states that the bard e luminexx vascular stent is only compatible with a 0.035 (0.89 mm) guidewire. Regrading preparation, the instructions for use states prior to use, flush the stent delivery system with sterile saline using a small volume (e.g., 5 ¿ 10 cc) syringe. Continue flushing until saline drips from the distal tip of the catheter after flushing each luer port. Flushing eliminates air bubbles from the inner catheter lumen and lubricates the surface between the inner and outer catheters. The instructions for use states pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician. H11: section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a stent placement procedure using the e-luminexx vascular stent into the iliac lesion external iliac artery via the contralateral approach, the delivery got stuck due to the bifurcation angle and the lesion. Repeated attempts were made but unable to pass through the lesion. It was further reported that the shaft was allegedly kinked making it impossible to place. A second e-luminex of the same size that had prepared was able to pass through the lesion and was able to be placed.